Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral angioplasty procedure. Reportedly, when the plunger was retracted from the body of the device no suture was present. A second proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and there was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture not present during plunger retrieval was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The cause for the reported event was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Patient reported to be in their sixties. Patient reported to be of average weight. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.